Event description:
It was reported that the patient¿s blood glucose rose to 231 mg/dl after a lunch announcement and then dropped to 54 mg/dl following correction while using the ilet and oral glucose was later used, after which the blood glucose increased to 91 mg/dl; data were not visible for the last several hours until the user was instructed to sync the ilet app and confirm with a fingerstick. Symptoms included hypoglycemia. Outcomes included urgent low glucose requiring prompt treatment and low glucose impacting the user. Investigation included customer interview, review of available device data, and troubleshooting and education. Investigation of this case revealed insufficient information to identify a device malfunction or user error. It was concluded that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.